Manufacturer narrative:
A patient experienced ineffective therapy due to the s1 lead migrating was reported to abbott. The issue was confirmed via x-rays. As a result, the lead was explanted and replaced to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates the lead was explanted and replaced to address the issue.

Manufacturer narrative:
E1 reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported the patient is experiencing ineffective therapy due to the s1 lead migrating. The issue was confirmed via x-rays. Surgical intervention may take place at a later date.